Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
The depth gauge does not read accurately. When used, the depth gauge reads long.